Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. Tg2815/06683009 = (B)(4); tg3110/06540658 = (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm was 50.3mm. No issues were reported. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm enlarged to 56.3mm. No endoleaks were reported. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 51.7mm. No endoleaks were reported. According to the (B)(4), no further information is available.